Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2012: the patient underwent l1-s1 instrumentation and fusion. Preop: lumbar stenosis. Spondylosis. Scoliosis. Procedure: l1-s1 laminectomy, instrumentation and fusion with autograft allograft and l3-l4 transforaminal lumbar interbody fusion with deformity correction. Redo laminectomy and discectomy. Interop findings: severe stenosis on the neural foramen at l3-l4 and laterally on the left from l1-s1. Nerve roots well decompressed at theend of the case, solid fixation construct at the end of the case. Perop: all screws were 45 mm in length and 6.5 mm in dia except l1 bilaterally, there were 5.5 mm in dia and 45 mm in length l4, on the left was 5.5mm x 45mm screw. The s1 screws were 7.5 mm x 40 mm. Following placement of screws, laminectomies were performed from l1-s1. There was a prior laminotomy at l3-4; therefore extensive work was required to dissect around the scar tissue. Facetectomy was performed at l3-4 and distraction was applied across the disk space using the pedicle screws for distraction. Nerve root was ID entified and decompressed. The endplates were decorticated. A 12 mm x 30 mm curved peek cage was placed and packed with rh-bmp2/acs. Two cross links were applied. The bone was decorticated in the lateral gutters and covered with rh-bmp2/acs rolled around graft and autograft that had been harvested from the lamina and spinous processes along with cortical cancellous bone chips with an allograft material. The patient underwent x-ray of lumbar spine 2/3 views. Findings: the patient is status post posterior lumbar fusion and laminectomy at l1-l5. No hardware complications were noted. No compression fractures were noted. Disc spaces appear maintained. The patient underwent x-ray of t-spine two views. Impressions: lumbar hardware is partially viewed and appears uncomplicated. Minimal d egenerative disc disease is seen in the mid thoracic level. (B)(6) 2012: patient presented for follow-up. Patient underwent x-ray of ap and lateral lumbar spine. Diagnosis: back pain, extremity pain. Patient is diagnosed with l-s fusion. (B)(6) 2012: the patient went for an office visit for follow up due to severe pain. The patient underwent x-ray of lumbar spine. (B)(6) 2012, the patient was presented for office visit for follow up. He reported aches and pains in his left iliopsoas and quadriceps. (B)(6) 2012 patient presented for office visit and reported severe and increasing pain in lower back and gluteal area with radiating pain to the left posterior thigh and calf. Symptoms aggravated by walking and physical activity. (B)(6) 2012: patient presented for follow-up. On (B)(6) 2012 patient presented for office visit and reported severe and increasing pain in lower back and gluteal area with radiating pain to the left posterior thigh and calf. Symptoms aggravated by walking and physical activity. On (B)(6) 2012 patient presented for office visit and reported severe and increasing pain in lower back and gluteal area with radiating pain to the right posterior thigh, lateral thigh and foot. Symptoms aggravated by walking and physical activity. Patient is still wearing a brace. On (B)(6) 2012 patient presented for office visit and reported severe and increasing pain in lower back and gluteal area with radiating pain to the right posterior thigh, lateral thigh and foot. Symptoms aggravated by walking and physical activity. On (B)(6) 2012 patient presented for psychological evaluation. On (B)(6) 2012 patient presented for office visit and reported severe and increasing pain in lower back and gluteal area with radiating pain to the right posterior thigh, left posterior thigh and left foot. Symptoms aggravated by walking and physical activity. On (B)(6) 2012 patient presented for office visit and reported severe and increasing pain in lower back and gluteal area radiating pain to the left posterior thigh and calf. Symptoms aggravated by standing and physical activity with numbness in buttocks. (B)(6) 2013 the patient was presented for office visit with increased pain in his back. On (B)(6) 2013 patient presented for office visit and reported severe and increasing pain in lower back and gluteal area radiating pain to the left posterior thigh and calf. Symptoms aggravated by standing and physical activity with numbness in left leg. Patient also reported pain in groin and rectum. On (B)(6) 2013 the patient was presented for office visit with back pain. Assessments: postlaminectomy syndrome of lumbar region, lumbar radiculitis, low back pain. Patient presented for office visit and reported severe and increasing pain in lower back and gluteal area radiating pain to the left posterior thigh and both calves. Symptoms aggravated by standing and physical activity. On (B)(6) 2013 patient presented for office visit and reported severe and increasing pain in lower back and gluteal area radiating pain to the left posterior thigh and both calves. Symptoms aggravated by standing and physical activity. On (B)(6) 2013 patient presented for office visit and reported severe and increasing pain in lower back and gluteal area radiating pain to the left posterior thigh and both calves. Symptoms aggravated by standing and physical activity. The patient had taken a fall and increased his pain. (B)(6) 2013: assessment: scoliosis, idiopathic, thoracic or lumbosacral neuritis or radiculitis, degeneration of lumbar or lumbosacral invertebral disc. (B)(6) 2013: patient presented for follow up. Diagnoses: scoliosis (and kyphoscoliosis), idiopathic; thoracic or lumbosacral neuritis or radiculitis; degeneration of lumbar or lumbosacral intervertebral disc. (B)(6) 2013: patient underwent MRI lumbar spine with and without contrast due to lumbar radiculopathy and stenosis. Impression: post-operative changes from l1 to s1. Soft tissues density in the left lateral recess and foramina at l3-4 is felt most likely scar tissue creating accentuated left-sided lateral recess and foraminal narrowing. Lateral recess and foraminal narrowing bilaterally at l5- s1 by annular disc bulge, spondylosis, and retrolisthesis l5 on s1. Some impingement on the exiting l5 nerve roots bilaterally is suggested. Disc bulge t11-12 and t12-l1. Additional areas of lateral recess and foraminal narrowing at other levels. Relative to the post-operative study, the thecal sac stenosis is considerably improved throughout the lumbar spine. Lateral recess and foraminal narrowing remains. The scoliotic curvature is also improved. Patient also underwent CT lumbar spine with and without contrast. Impression: extensive post-operative changes from l1-2 to l5-s1 status post laminectomy with posterior fusion from l2 to s1. No significant residual thecal sac stenosis identified. Straightening of the lumbar lordosis which may indicate musculoli gamentous spasm or sprain. Accentuated left sided lateral recess and foraminal narrowing l3-4 by apparent scar tissue enhancement. Right greater than left lateral recess and foraminal narrowing at l5-s1 by disc bulge, disc osteophyte change as well as a right posterolateral disc protrusion at this level. Lateral recess and foraminal narrowing at l1-2 by annular disc bulge, spondylosis, and retrolisthesis change of l1 on l2. Additional areas of lateral recess and foraminal narrowing at other levels. The patient also underwent CT scan of lumbar spine. (B)(6) 2013: the patient presented for a follow up. (B)(6) 2013 the patient was presented for office visit with gait abnormality, difficulty in walking and back pain, numbness, and hypertension. Ros revealed: musculoskeletal: back pain, and gait abnormality. The patient underwent physical examination. Neurologic: deep tendon reflexes, psychiatric: orientation/consciousness. On (B)(6) 2013 patient presented for office visit and reported severe and increasing pain in lower back and gluteal area radiating pain to the left posterior thigh and calf. Symptoms aggravated by standing and physical activity with numbness in left leg. Patient also reported pain in groin and rectum. (B)(6) 2013, the patient presented for office visit , underwent ua / urine test, mrsa screen, cbc w/difference, cmp, radiology imaging study - (B)(6). Lateral. Impression: no acute cardiopulmonary disease. On (B)(6) 2013 patient presented for office visit and reported severe and increasing pain in lower back and gluteal area radiating pain to the left anterior thigh and right anterior thigh. Symptoms aggravated by standing and lifting. (B)(6) 2013: patient presented with complaint of accident. Since the accident patient had back pain (upper lumbar spine pain at the midline and low back pain at the beltline), leg pain and hip pain. Assessment: lumbago. Patient underwent chest x-ray. Impression: mild right infrahiler subsegmental atelectasis. No evidence of acute cardiopulmonary abnormality. Right jugular venous catheter in svc. No pneumothorax. (B)(6) 2013: the patient presented with chest pain and back pain for office visit. The patient underwent chest portable the patient presented with cm with pmhx of iitn and ddd with lumbar radiculopathy. Ros revealed: musculoskeletal: arthritis, lumbar pain. The patient diagnoses with thoracolumbar kyphosis and post laminectomy syndrome. The patient underwent revision of the fusion from l10-s1 the patient underwent chest portable: impression: mild right infrahilar subsegmental atelectasis, no evidence of acute cardiopulmonary abnormality, right jugular venous catheter in svc. No pneumothorax. The patient presented with pre-operative diagnose of lumbar post-laminectomy syndrome, statuspost l1-s1 instrumented fusion. Ia trogenic flat-back syndrome. Thoracolumbar kyphotic deformity centered at t12-s1. Residual/ recurrent neural foraminal narrowing bilaterally from l1-s1, most svere at the left l3-l4 level. The patient underwent. T10 to iliac wing bilateral posterior segmental instrumentation with stryker pedicle screw system. T10-l1 bilateral posterolateral fusion with non structural locally harvested autograft demineralized bone matrix , and bone marrow aspirate. L1-s1 bilateral posterolateral revision fusion with nonstructural locally harvested autograft, demineralized bone matrix and bone marrow aspirate. S1 to iliac wing bilateral posterolateral fusion with nonstructural locally harvested autograft, demineralized bone matrix and be marrow aspirate. T12 decompressive laminectomy, l1 revision laminectomy. L2 revision laminectomy. L3 revision laminectomy. L4 revision laminectomy. L5 revision laminectomy. L2-l3 bilateral smith-petersen osteotomies. L3-l4 bilateral smith-petersen osteotomies. L4-l5 bilateral smith-petersen osteotomies. Removal of posterior lumbar hardware l1-s1 pedicle screw, rod, and crosslinks. Exploration of l1-s1 fusion mass. Bone marrow aspirate harvest from righat and left posterior iliac creast. Neurophysiologic monitor including ssep and motor evoked potentials. Use and interpretation of intraoperative fluoroscopy. The patient presented with pre-operative diagnose of post laminectomy syndrome, thoracolumbar kyphosis and pseudoarthrosis. The patient underwent t12-s1 revision decompression, t10 iliac wing instrumented fusion. (B)(6) 2013: patient presented with complaints of nausea and reflux. Assessment: pod #1 s/p t10-iliac bilateral posterior segmental instrumentation, l1-s1 bilateral revision fusion, l1-l5 revision laminectomy <(>&<)> t12 decompression laminectomy; nausea; leukocytosis; hyperkalemia; hyperglycemia; hypertension. (B)(6)2013: the patient presented with chief complaint of left leg weakness and pain on bottom of left foot. (B)(6) 2013: patient underwent abdomen radiology study. Impression: nonspecific bowel gas pattern. Abundant amount of stool in the right colon. (B)(6) 2013: patient complained of pain in low back pain. (B)(6) 2014: patient presented for follow up. Patient was still having difficulty maintaining sleep, could fall asleep with valium but would wake up in the middle of the night due to severe back pain. Diagnoses: unspecified essential hypertension; benign prostatic hyperplasia; impotence; insomnia; low back pain. (B)(6) 2013: patient presented for follow up. Assessment: pod #1 s/p t10-iliac bilateral posterior segmental instrumentation, l1-s1 bilateral revision fusion, l1-l5 revisionlaminectomy <(>&<)> t12 decompression laminectomy; normocytic anemia; nausea, resolved; constipation, resolved; hypertension, stable; gi/dvt ppx. (B)(6) 2013: the patient discharged with discharged diagnosis of lumbar post laminectomy syndrome, status post l1-s1 instrumented fusion iatrogenic flat-back syndrome. Thoracolumbar kyphotic deformity centered at t12-l1. Residual/recurrent neural foraminal bilaterally from l1-s1 most severe at the left l3-l4 level. On (B)(6) 2013 patient presented for office visit. On (B)(6) 2013 patient presented for follow-up appointment from his lumbar fusion. On (B)(6) 2013 patient presented for office visit reported severe and increasing pain in lower back and gluteal area radiating pain to the left anterior thigh and right anterior thigh. Symptoms aggravated by standing and lifting on (B)(6) 2013 patient presented for follow-up and reported impaired joint mobility, motor functions. Connective tissue dysfunction and range of motion. Also continuous and increasing back pain. On (B)(6) 2013 patient presented for follow-up and reported impaired joint mobility, motor functions. Connective tissue dysfunction and range of motion. Also continuous and increasing back pain. On (B)(6) 2013 patient presented for follow-up. On (B)(6) 2013 patient presented for physical therapy and reported impaired joint mobility, motor functions. Connective tissue dysfunction and range of motion. Also continuous and increasing back pain. On (B)(6) 2013 patient presented for physical therapy and reported impaired joint mobility, motor functions. Connective tissue dysfunction and range of motion. Also continuous and increasing back pain. On (B)(6) 2013 patient presented for physical therapy and reported impaired joint mobility, motor functions. Connective tissue dysfunction and range of motion. Also continuous and increasing back pain. On (B)(6) 2013 patient presented for physical therapy and reported impaired joint mobility, motor functions. Connective tissue dysfunction and range of motion. Also continuous and increasing back pain. On (B)(6) 2013 patient presented for physical therapy and reported impaired joint mobility, motor functions. Connective tissue dysfunction and range of motion. Also continuous and increasing back pain. On (B)(6) 2013 patient presented for office visit and reported severe and increasing pain in lower back and gluteal area radiating pain to the left calf and left foot with numbness. Symptoms aggravated by standing and lifting. On (B)(6) 2013 patient presented for physical therapy and reported impaired joint mobility, motor functions. Connective tissue dysfunction and range of motion. Also continuous and increasing back pain. On (B)(6) 2013 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2013 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2013 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2013 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2014 patient presented for 6 months post-op procedure and reported left leg weakness. On (B)(6) 2014 patient presented for office visit reported severe and increasing pain in lower back and gluteal area radiating pain to the left anterior thigh and right anterior thigh. Symptoms aggravated by standing and lifting on (B)(6) 2014 patient presented for physical therapy and reported continuous back pain. On (B)(6)2014 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and le numbness. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and le numbness. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and le numbness. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and le numbness. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and le weakness. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and stiffness in arm. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and posterior thigh stiffness. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and stiffness in arm. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and stiffness in arm. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and stiffness in arm. On (B)(6) 2014 patient presented for office visit reported severe and increasing pain in lower back and gluteal area radiating pain to the left anterior thigh and right anterior thigh. Symptoms aggravated by standing and lifting on (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and stiffness in arm. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and stiffness in arm. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and stiffness in arm. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and stiffness in arm. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and stiffness in arm. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and stiffness in arm. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and stiffness in arm. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and stiffness in arm. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and weakness in left leg. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and burning pain in anterior thigh. On (B)(6) 2014 patient presented for office visit reported severe and increasing pain in lower back and gluteal area radiating pain to the left anterior thigh and right anterior thigh. Symptoms aggravated by standing and lifting on (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and burning pain in anterior thigh. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and pain in anterior thigh. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and stiffness. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and stiffness in arm. On (B)(6) 2014 patient presented for office visit reported severe and increasing pain in lower back and gluteal area radiating pain to the left anterior thigh and right anterior thigh. Symptoms aggravated by standing and lifting. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and stiffness in arm. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain. On (B)(6)2014 patient presented for physical therapy and reported continuous back pain and numbness. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and stiffness in knee. (B)(6) 2014 the patient was presented for office visit with left leg weakness, parathesis, lumbar myofascial pain, gait disturbance and postural/core strength dysfunction. Musculoskeletal examinations: impairment bilat ts/ls paraspinals in spasm. Diagnosis: lumbarpostlaminectomy syndrome. Thoracic or lumbosacral neuritis or radiculitis. (B)(6) 2014, (B)(6) 2015, the patient was presented for office visit with back pain. Assessments: post laminectomy syndrome of lumbar region, lumbar degenerative disc disease. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and stiffness in knee. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and stiffness in arm. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and soreness all over arm. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and feeling of sickness. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and le weakness. On (B)(6) 2014 patient presented for physical therapy. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and bilat le pain and weakness. On (B)(6) 2014 patient presented for office visit reported severe and increasing pain in lower back and gluteal area radiating pain to the left anterior thigh and right anterior thigh. Symptoms aggravated by standing and lifting. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain and sciatica pain down both legs. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain through buttocks and down legs. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2014 patient presented for office visit reported severe and increasing pain in lower back and gluteal area radiating pain to the left anterior thigh and right anterior thigh. Symptoms aggravated by standing and lifting. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain through buttocks and down legs. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain with radicular symptoms through both legs. Pain was described as sharp, shooting and burning. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain with radicular symptoms through both legs. Pain was described as sharp, shooting and burning. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain with radicular symptoms through both legs. Pain was described as sharp, shooting and burning. On (B)(6) 2014 patient presented for office visit reported severe and increasing pain in lower back and gluteal area radiating pain to the left anterior thigh and right anterior thigh. Symptoms aggravated by standing and lifting. Pain was described as tingling, shooting and burning. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain with radicular symptoms through both legs. Pain was described as sharp, shooting and burning. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain radicular symptoms through both legs. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain. On (B)(6) 2014 patient presented for physical therapy and reported continuous back pain. (B)(6) 2015: the patient underwent MRI of lumbar spine. Findings: there is 4mm retrolisthesis. At l1-2, no canal stenosis at this level. There is disc narrowing noted at l1-2, l2-3, l 4-5 and l5-s1. Impression: there has been interval change in the fixation device since the previous MRI, but otherwise, there is no change in appearance of the lumbar spine since the previous study. Patient underwent MRI of thoracic spine. Impression: there is disc protrusion at multiple levels with cord impingement. The t7-8 level demonstrates a large paracentral disc herniation with cord impingement. Patient underwent CT of thoracic spine. Impression: post surgical changes of the lower thoracic spine with posterior fixation device in place. The hardware at the thoracic level appears intact. No evidence of significant foraminal narrowing. There are no compression fractures. There are degenerative changes at multiple levels. There are disc protrusions and herniations seen on the MRI at multiple thoracic levels which are not as well visualized by CT.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
(B)(6) 2012: the patient was admitted in the hospital to undergo l1-s1 instrumentation with fusion, l3-l4, tlif (transforaminal lumbar interbody fusion). The patient underwent the following pre-op diagnosis: (1) lumbar stenosis, (2) spondylosis and (3) scoliosis. The following procedures were performed: (1) l1-s1 laminectomy, instrumentation and fusion with autograft allograft and l3-l4 transforaminal lumbar interbody fusion with deformity correction. (2) redo laminectomy and discectomy. Per op-notes, a 12mm*30mm curved peek cage was placed and packed with rh-bmp2/acs. The bone was decorticated in the lateral gutters and covered with rh-bmp2/acs rolled around graft and autograft had been harvested from the lamina and spinous processes along with cortical cancellous bone chips with an allograft material. (B)(6) 2012: the patient presented for an office visit with complaints of constant and fluctuating back pain. Severity level was moderate-severe. Symptoms got aggravated by physical activity. Patient had a 5 level fusion in april and still felt significant pain. He reported more pain in extremity and no sensation in his back. The patient reported an unchanged pain pattern with fluctuating intensity. (B)(6) 2013: the patient was admitted in the hospital to undergo t10-l1 bilateral posterolateral fusion with nonstructural locally harvested autograft, demineralized bone matrix, and bone marrow aspirate. The patient also had to undergo l1-s1 bilateral posterolateral revision fusion and s1 to iliac wing bilateral posterolateral fusion with nonstructural locally harvested autograft, demineralized bone matrix, and bone marrow aspirate. The following were patient's pre-op diagnosis: lumbar-post laminectomy syndrome, status post l1-s1 instrumented fusion; iatrogenic flat-back syndrome; thoracolumbar kyphotic deformity centered at t12-l1. Intraoperative final x-rays revealed all implants and hardware to be in good position. There were no intra-op complications. (B)(6) 2015: patient underwent MRI of the lumbar spine without contrast. Impression: 1) postsurgical changes of the lower thoracic spine with a posterior fixation device in place, 2) no evidence of significant foraminal narrowing. There were no thoracic fractures. (B)(6) 2012: patient underwent x-ray of ap and lateral lumbar spine. Diagnosis: back pain, extremity pain. Patient is diagnosed with l-s fusion. (B)(6) 2012: the patient underwent lumbar spine x-ray 3 views. Impression: 1) interval postoperative change status post extensive lu mbar laminectomy and posterior fusion as well as disc spacer placement at l3/4. 2) straightening of dextroscoliosis with residual spondylosis and straightening of lumbar lordosis. 3) interval development of retrolisthesis l1 on l2, l2 on l3. 4) no acute osseous pr ocess. 5) residual degenerative disc changes at l1/2, l2/3, and l5/s1, as well as to a lesser extent at l4/5. 31 may 2012: the patient went for an office visit for follow up due to severe pain. (B)(6) 2012: the patient underwent lumbar spine x-ray 3 views. Impression: 1) redemonstration of postoperative change status post ex tensive lumbar laminectomy and posterior fusion with stable postoperative appearance. 2) straightening of lumbar lordosis with dextroscoliosis redemonstrated. 3) retrolisthesis of l1 on l2 and l2 on l3 redemonstrated. 4) no interval acute osseous processes. 5) multi level degenerative disc changes greatest at l5-s1. (B)(6) 2012: the patient underwent lumbar spine x-ray. Impression: 1) redemonstration of postoperative change status post extensive lumbar laminectomy and posterior fusion with stable postoperative appearance. 2) straightening of lumbar lordosis with dextroscoliosis redemonstrated. 3) etrolisthesis of l1 on l2 and l2 on l3 redemonstrated. 4) disc narrowing at l1-2 and l5-s1 redemonstrated. 5) no interval acute osseous processes. (B)(6) 2012: the patient went for an office visit for follow up due to pains in his left iliopsoas and quadriceps. (B)(6) 2012: the patient went for an office visit for follow up due to severe pain. Patient presented with back pain. Patient underwent x-ray of l-spine. (B)(6) 2012: the patient underwent lumbar spine x-ray two views. Impression: 1) retrolisthesis of l1 on l2 and l2 on l3 is identified with some variability between neutral, flexion, and extension. This may reflect an element of ligamentous laxity. 2) extensive postoperative change status post posterior fusion is again seen. 3) diffuse spondylosis redemonstrated.